Event description:
Procedure: lap chole. According to the reporter: the surgical clip was left behind in the patient's abdomen. X-ray confirmed the clip is in the lower abdomen as free flowing surgical clip.